Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hp m adult hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the oxygenator was not properly oxygenating during a procedure. The clinician elected to come off bypass and ventilate. After the blood was circulated through the oxygenator, bypass was resumed. The decision was then made to change out the oxygenator due to the blood gas readings. The procedure was completed with no further issues. There was no report of patient injury. The investigation is on-going. A follow-up report will be sent when the investigation is completed.

Event description:
Sorin group received a report that there was low oxygenation at the start of the case. The clinician elected to come off pump and ventilate. After the blood was circulated through the oxygenator, bypass was resumed. Oxygen and carbon dioxide blood gas values were variable. The decision was made to change out the oxygenator. The procedure was completed with no further issues. There was no report of patient injury.